Event description:
It was reported that the patient was not able to get enough pain relief. It was noted that patient wanting an MRI compatibility of ipg. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed of at the facility.